Manufacturer narrative:
(B)(4).

Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens intraocular lens using the viscoject 1.8 delivery device. During lens insertion and rotation, the surgeon noticed one of the trailing haptics had sheared off. Intervention was performed in order to enlarge the incision and remove the iol. A three-piece replacement iol was implanted in the capsule bag successfully. Additional info has been requested. Reference MDR #2031924-2010-00240.